Event description:
It was reported that multiple intermittent occlusion alarms occurred, which led to blood glucose (bg) readings displayed as ¿high¿ and presence of unspecified level of ketones. The customer required assistance administering a manual insulin injection to address the bg level. Customer changed cartridge and infusion set and resumed insulin.